Manufacturer narrative:
Concomitant products: model: 5076-52, lead; implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device/device system information was received with information indicating the patient is deceased. The company field representative was contacted by the local medical examiner (me) to interrogate an implantable cardioverter defibrillator (ICD). The device was unable to be interrogated. It was discovered the patient had passed twenty-eight days prior to the attempted device interrogation. The me was informed that the device would need to be returned to medtronic in order to complete analysis in an attempt to obtain any further data/information from the ICD. Further follow-up was conducted with the company field representative. Rep stated that the medical examiner did not indicate there were any issues with the device/device system, but were only looking for further information in order to be thorough and complete with the autopsy procedure. At this time the medical examiner still has possession of the device.